Event description:
It was reported that the mobile power unit (mpu) has a v-lock connector on the ac power cord. The cause of the power loss was due to a home power outage. The mpu was noted to be functioning appropriately.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 1.5 days of data (on (B)(6) 2021 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2021 from 09:06:46 to 09:06:59 and from 10:57:24 to 10:57:33 due to temporary losses of ac power while connected to the mobile power unit (mpu). The alarms cleared when power was restored to the mpu. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. There were no other notable alarms active throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event was determined to be due to power outages while connected to the mpu. The device history records were reviewed and the records revealed that the mobile power unit, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 07feb2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, low voltage hazard, and no external power alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files captured loss of external power events while connected to the mpu (mobile power unit) on (B)(6) 2021. During this events the controller did switch appropriately to external backup battery (ebb) power. The events appear to resolve once ac power was completely restored to the mpu.